Manufacturer narrative:
H.6. Investigation summary: catalog: 442023, batch no.: 2347840 & 2326486. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results. H3 other text : see h.10.

Event description:
Report 3 of 5. It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) c. Tropicalis was detected by pcr but not on gram stain. Patient received antifungal therapy and stopped once patient was seen by infectious disease. The following information was provided by the initial reporter: customer reported results to clinician saying that c. Tropicalis was detected by pcr but not on gram stain due to either the organism being below the limit of detection for the gram stain or is a non-viable organism culture grew coag neg staph and corynebacterium spp pt was treated w/ antifungal therapy and was discontinued once seen by infectious disease docs customer reports that patient harm is unlikely.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 5 it was reported that bd bactec¿ plus aerobic/f culture vials (plastic) c. Tropicalis was detected by pcr but not on gram stain. Patient received antifungal therapy and stopped once patient was seen by infectious disease. The following information was provided by the initial reporter: customer reported results to clinician saying that c. Tropicalis was detected by pcr but not on gram stain due to either the organism being below the limit of detection for the gram stain or is a non-viable organism culture grew coag neg staph and corynebacterium spp pt was treated w/ antifungal therapy and was discontinued once seen by infectious disease docs customer reports that patient harm is unlikely.